Event description:
This is a report of a patient who experienced peritonitis coincident with peritoneal dialysis (pd) and subsequently passed away. The cause of and treatment for the peritonitis were unknown. Pd therapy was ongoing until the time of death but it is unknown if the patient was performing pd therapy at the time of death. It was reported that the peritonitis was the cause of death; however, no autopsy was performed. Additional information was requested but is not available. This is report 1 of 3 for this peritonitis event.

Manufacturer narrative:
(B)(4). As the sample was not returned and the lot number is unknown, a device analysis cannot be completed. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
(B)(4). Same patient as (B)(4). Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required. A review of all batch record documents was performed for associated lot number h12l09011 with no issues noted during the manufacturing process. There were no deviations from standard procedure and no exceptions related to the reported condition were noted. An internal investigation is currently under way, however, has not yet been completed. Once the evaluation is complete, a follow up report will be submitted.